Event description:
It was reported that during a thyroidectomy procedure, the device did not work even after many attempts. It is unknown how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/19/2008. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an incomplete pre-run test. A possible cause of an incomplete pre-run is blade damage. When a blade is damaged, it will not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.